Manufacturer narrative:
Sections with additional information as of 13-july-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter and strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling nauseous, sweaty shaky and confused. Customer stated she contacted the doctor and made an appointment today because she was not feeling good and because she was not able to get a reading on the meter. Customer's blood glucose test result at the doctor's office had been 70 mg/dl. The diagnosis was low blood sugar. Customer stated that the doctor told her she needs to eat carbs because her sugar was low and the doctor gave her a prescription for the nausea. During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2024 and open vial date is one week ago.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: nauseous, sweaty shaky and confused, and due to customer contacting doctor due to symptoms and e-3 error message. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.